Event description:
On (B) (6) 2010, a company representative reported the patient is in the hospital with elevated blood glucose. She had no further details. On follow up with the patient, she reported that on (B) (6) 2010 she had elevated blood glucose readings from 400-600 mg/dl. Her target range is around 120 mg/dl. She stated she calculated a bolus but cannot remember the account. She said her readings continued to rise and her reading was 600 mg/dl when she was admitted to the hospital. She was disconnected from her insulin infusion device and put on an insulin IV. Her readings decreased. She said she reconnected to her device on (B) (6) 2010 and tried to program a bolus using her bolus calculator which suggested a 0.0 unit bolus of insulin. She entered 400 mg/dl as her blood glucose reading but the suggested amount was still 0.0 units she contacted her doctor who calculated the amount of bolus she should program. She did so and her readings decreased to her normal range. She stated she is taking pain medication for a broken ankle and has been less active because of this injury. Troubleshooting did not find any product issues. On (B) (6) 2010, the patient stated, she is home from the hospital and reconnected to her infusion device. She said she continue to have elevated readings, but thinks the readings may be due to the infection in her broken foot. On further follow up (B) (6) 2010, the patient stated her blood glucose has returned to normal. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.